Event description:
It was reported that the asymptomatic patient presented in the operating room on (B)(6) 2018 for right atrial and right ventricular lead extraction. Both leads exhibited noise and brief inhibition due to the noise. The patient was stable following the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion was noted at 11.6 to 13.0 cm from the distal tip consistent with lead friction to another device or feature of the heart. The insulation abrasion breached the re lumen with abrasions noted to both of the etfe cable coatings. One re cable was found to the detached in the abrasion zone. An internal insulation abrasion was noted at 19.8 cm to 21.0 cm from the distal tip. The insulation abrasion breached the re lumen with procedural damage noted to one of the etfe cable coating. This is consistent with the observation from the field of noise.